Manufacturer narrative:
Batch review performed on 26 may 2026 liner: mpact dm 01.26.2852mhc double mobility hc liner d 28/dmf (k092265) lot 2241150: (B)(4) items manufactured and released on 29-nov-2022. Expiration date: 08-nov-2027. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Ball heads: cocr 01.25.015 cocr ball head 12/14 d 28 mm size xxl (k072857) lot 2117490: (B)(4) items manufactured and released on 08-mar-2022. Expiration date: 23-feb-2027. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medical affairs director about 2 years after revision tha in a deficient pelvis, the hip dislocates and the articular components (head and insert) are replaced to a longer head, double-mobility insert and dm converter. This kind of adverse events may happen in these difficult cases where restoring proper leg length and joint tension is attempted but made very difficult by the lack of good bone at the acetabular level. The cause for a new surgery originated from an insufficient joint stability due to lack of soft tissue tension, not from a failure of the implanted devices. Root cause:although a root cause cannot be defined with certainty, the event appears most likely related to insufficient joint stability due to lack of soft tissue tension in a complex revision case with deficient acetabular bone stock. The device history record review does not indicate any potentially related manufacturing issue.

Event description:
About 2 years and 3 months after the primary surgery, revision surgery was performed due to double mobility liner and cocr head dissociation. New dm converter, liner and head have been implanted.